Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving inappropriate shock due to supraventricular tachycardia with rapid ventricular response during a stress test. Programming changes were recommended.